Manufacturer narrative:
Based on the reported event of a de-calibrated c-arm, the inaccuracy was confirmed, but no product failure was observed with the navigation system cart. The arcadis c-arm is not a device manufactured by the reporting manufacturer.

Event description:
It was reported that the c-arm was inaccurate. There was no additional information reported with this event.